Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer cubie was failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie failed. A field service engineer reseated the board cables to resolve the issue and customer confirmed drawer is functioning properly. The system functioned as intended after the field service engineer repaired the device.